Event description:
This is a non-us event. This occurred in canada. Consumer reported upon removal of a tampon the pledget fell apart into pieces. She manually removed any remaining pledget pieces from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.